Manufacturer narrative:
(B)(4).

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge patient. This issue can only occur when the piic ix system date is (B)(6) 2018 or later. No adverse patient effects experienced due to this event.